Manufacturer narrative:
E1, f5: phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an attempt to insert a stent in the biliary tract along the wireguide, the sheath of the introducer has burst, what made it impossible to expand and insert the stent. Metal wire came out the back after pulling the red pin. Please confirm if device is to be returned? Yes. Are there any images or videos of the device or procedure available? No. Was the product inspected for damage before use? (Kinks etc) what was the target location? Yes, no damage. Details of the wire guide used (diameter, type, make)? Metii-35-480. Was the wire guide inspected for damage before use? Yes. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. What endoscope type and channel size was used? Olympus endoscope-q180v. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. If altered please indicate the procedure type (e.g., cholodochojejunostomy) what was the length and diameter of the stricture? 4-5 cm. Was the stricture dilated before stent placement? No. Was an assessment carried out to determine to necessity for pre-dilation? No. Was the safety wire removed? If yes, at what point was it removed. Yes, after damage. Was resistance encountered when advancing the delivery system to the target location? No. If resistance was felt how did the physician deal with the resistance encountered? No resistance. What was the position of the elevator during advancement? Open. What was the position of the elevator during attempted deployment? Open. Was the directional button pressed during use? Yes. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Were any other defects (other than the complaint issue) observed on the device? No. How was the procedure completed (another device, postponed for another day)? Yes, another stent use. Was there any adverse effects to the patient due to this occurrence? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-apr-2026. Patient/event info - notes. " please provide information related to the event please confirm if device is to be returned? Yes. Are there any images or videos of the device or procedure available? No. Was the product inspected for damage before use? (Kinks etc) what was the target location? Yes, no damage. Details of the wire guide used (diameter, type, make)? Metii-35-480. Was the wire guide inspected for damage before use? Yes. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. What endoscope type and channel size was used? Olympus endoscope-q180v. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. If altered please indicate the procedure type (e.g., cholodochojejunostomy) what was the length and diameter of the stricture? 4-5 cm. Was the stricture dilated before stent placement? No? Was an assessment carried out to determine to necessity for pre-dilation? No was the safety wire removed? If yes, at what point was it removed. Yes, after damage was resistance encountered when advancing the delivery system to the target location? No if resistance was felt how did the physician deal with the resistance encountered? No resistance what was the position of the elevator during advancement? Open what was the position of the elevator during attempted deployment? Open was the directional button pressed during use? Yes, was the yellow marker kept in view during attempted deployment? Yes was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No did any part of the stent contact the patient's anatomy when the complaint occurred? Yes were any other defects (other than the complaint issue) observed on the device ? No how was the procedure completed (another device, postponed for another day)? Yes, another stent use was there any adverse effects to the patient due to this occurrence? No.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2338491 involved in this complaint was returned opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 23rd mar 2026. During the evaluation, the following was noted: visual inspection: safety wire returned separately. Stent partially deployed on return. Red marker on the last dimple. Inner cannula exposed from the back of the handle. Introducer examined and severe bunching observed measuring approx. 6 cm- 15.5cm from the distal end of introducer. Slight bunching observed underneath the zip port. Polyimide protruding though zip port. Functional inspection: handle actuating with resistance for deploy and recapture. Handle opened and all the inner components examined, all intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2338491. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review (clinical) clinical imaging was not returned for evaluation. Root cause analysis a definitive root cause cannot be concluded. A possible root cause may be concluded based on capa00209 findings. A possible root cause may be attributed to a manufacturing issue as inconsistencies in the coating process which led to higher friction forces for the larger stent sizes has been identified. Bunching and the exposed inner cannula and polyimide noted during the lab evaluation likely occurred during the attempted use due to the high friction force. This high friction force would have caused resistance and the need for force to be used in attempt to deploy the stent which could have led to the bunching, the exposed inner cannula and polyimide protruding through the sheath as reported by the user and inevitably led to the inability to deploy the stent. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction CAPA-00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation according to the initial complaint reported, during an attempt to insert a stent in the biliary tract along the wireguide, the sheath of the introducer burst and made it impossible to expand and insert the stent. The metal wire came out the back after pulling the red pin. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another device was used to complete the procedure. A possible root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified.